Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure they noticed a build up of small air bubbles in the return line, most noticeably where the blood warmer line connects to the return line. Per the customer, there were no clear defects or cracks, the connections were all correct and secure and that these bubbles are tiny but numerous. The machine had been primed appropriately. The bubbles will sit within the return line and not actively pass through the line. The procedure was abandoned due to a large 2in build up of these bubbles patient information is not available at this time. Per the customer, there was no serious injury and no medical intervention was required for this event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation: per the customer, the ward environment is very hot, 26 - 27 degrees or so. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that approximately 20 minutes into a red blood cell exchange (rbcx) procedure they noticed a build up of small air bubbles in the return line, most noticeably where the blood warmer line connects to the return line. Per the customer, there were no clear defects or cracks, the connections were all correct and secure and that these bubbles are tiny but numerous. The machine had completed red cell prime prior to connecting patient. The bubbles will sit within the return line and not actively pass through the line. Total volume approximately 1ml. The customer made sure the saline and acda chambers were entirely filled and they flushed the astotube through to re-prime it. The blood diversion pouches were not inflated with air, the patients were not connected prematurely, no air was being drawn in through the ac line or filter, and no clotting was noted in the channel or in the reservoir. The customer discussed the issue with the paediatric haematology consultant and was agreed to finish the procedures early due to the build up of frothy air bubbles in the blood warmer set, and the worry about delivery of the air to the patients. The customer declined to provide patient ID. Per the customer, there was no serious injury and no medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3, a.4, b.5, b.7,h.6 and h.11. Investigation: per the customer, the ward environment is very hot - 33 degrees or so. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer spoke with the terumo bct technical service engineer who explained to them that the bubbles were due to outgassing and thought that the bubbles were forming due to the extra warm environment on the ward at the time of both procedures (around 33c) due to the rapid warming of the red cells. They will continue to monitor for further occurrences of these bubbles forming. The customer submitted four photographs in lieu of the disposable set to aid investigation. One photo shows a section of the inlet coil and confirms the presence of air bubbles in the inlet line. The second photo shows a section of the blood warmer tubing connected to the return manifold and confirms air bubbles in the line. The other two photos show the blood warmer tubing loaded on the astotherm warmer and confirms air bubbles throughout the tubing. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure they noticed a build up of small air bubbles in the return line, most noticeably where the blood warmer line connects to the return line. Per the customer, there were no clear defects or cracks, the connections were all correct and secure and that these bubbles are tiny but numerous. The machine had been primed appropriately. The bubbles will sit within the return line and not actively pass through the line. The procedure was abandoned due to a large 2in build up of these bubbles patient information is not available at this time. Per the customer, there was no serious injury and no medical intervention was required for this event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.6 and h.11. Investigation: per the customer, the ward environment is very hot, 26 - 27 degrees or so. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.